Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had low output. The epg passed incoming testing with no anomalies observed. It was indicated that the battery drawer was out of specification mechanically. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had low output that was noted during testing. The epg was returned for service. There was no patient involvement.